Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a keypad anomaly on the insulin pump. The customer's blood glucose was 200-300 mg/dl. The customer stated that the act button does not respond. The customer stated that she wore the pump in her bra. The customer was advised to ways to keep the pump sweat free. Customer was advised to discontinue use of the device and to revert to a backup plan.